Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. It was reported that the patient developed a chest infection. The chest infection expanded to their ICD system pocket. On (B)(6) 2025, entire ICD system including the right atrial (ra) and right ventricular (rv) leads were extracted. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5165339.